Manufacturer narrative:
The results of this investigation concluded that there was nodular fibrous thickening on all cusps, focal calcifications on cusp 2 that were consistent with organizing endocarditis, and fungi identified on all cuspal surfaces, likely from a contaminant. Special stains were positive for fungi, negative for bacteria, and no acute inflammation or vegetations were present. There was no evidence found to suggest the cause of the fibrous thickening and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the fibrous thickening and calcification remains unknown.

Event description:
The information provided to sjm indicated the patient underwent an aortic valve replacement procedure on (B)(6) 2014 where this 19 mm sjm trifecta valve was implanted in the supra-annular position. On (B)(6) 2014, the patient underwent re-do aortic valve replacement along with a mitral annuloplasty and tricuspid annuloplasty. The valve was explanted due to infective endocarditis. Upon explant, vegetation was observed on the valve. Another 19 mm sjm trifecta valve was implanted as a replacement. The surgery was successfully completed without any further issues. The patient was reported to be stable postoperatively.